Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) electrode oversensed noise resulting in an inappropriate shock. The patient had been biking 2-3 minutes prior to shock delivery. A review of the episode noted decreased amplitudes. An x-ray confirmed that the electrode was too high and too far to the left. The electrode was repositioned and remains in service.